Manufacturer narrative:
Correction: date of birth manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file. A review of the submitted log file spanned approximately 20 days (21aug20 ¿ 11sep20 per time stamp). On 11sep20 at 05:00, while connected to battery power, the black and white power cables were alternately disconnected and reconnected repeatedly. This continued until 05:08 when the no external power alarm activated at 05:08 due to both power cables being disconnected simultaneously during a power source exchange. The alarm continued through the end of the log file when the driveline was disconnected for a controller exchange at 05:09. The backup battery was able to provide power to the controller during these events. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller was not returned for analysis. A root cause cannot be conclusively determined through this analysis; however it is consistent with user error by disconnecting both power cables simultaneously. Heartmate ii instructions for use section 2 - ¿system operations¿ and heartmate ii patient handbook section 2 - ¿how your heart pump works¿ warns the user that at least one system controller power cable must be connected to a power source at all times. Heartmate ii instructions for use section 2 - ¿system operations¿ and heartmate ii patient handbook section 2 - ¿how your heart pump works¿ warns the user that the pump will stop if the driveline is disconnected from the system controller, and to reconnect it right away to restart the pump if it is ever disconnected. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.

Manufacturer narrative:
Multiple attempts were made to obtain device serial number; however, no additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty connecting the driveline was not confirmed. A review of the submitted log file of the primary controller spanned approximately 20 days (21aug20 ¿ 11sep20 per time stamp). On (B)(6) 2020 at 05:00, while connected to battery power, the black and white power cables were alternately disconnected and reconnected repeatedly. This continued until 05:08 when the no external power alarm activated at 05:08 due to both power cables being disconnected simultaneously during a power source exchange. The alarm continued through the end of the log file when the driveline was disconnected for a controller exchange at 05:09. The backup battery was able to provide power to the controller during these events. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. There was no log file submitted for the backup controller. The backup system controller was not returned for analysis. Per the reported event, the patient arrived at the emergency department in cardiac arrest, with his driveline in the 180 degree position, but the hmii driveline cannot be connected 180 degrees. There were no pictures or a log file provided from this controller. A root cause cannot be conclusively determined through this analysis. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 2-¿system operations¿ and heartmate ii patient handbook section 2-¿how your pump works¿ explain how to properly connect and disconnect the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Short to shield reported under manufacturer report number 2916596-2018-03819. Serial/lot number was requested, but not yet provided and therefore no UDI was available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-04646. It was reported that the patient had alarms at home and switched out his system controller. However, he did not connect properly. When he was presented to the emergency department his driveline was in the 180 degree position and his pump was not running. He has a history of short to shield. The patient¿s vad was not operating from the time of the driveline disconnect until he was seen in the emergency room at about 7:15am. Advanced cardiac life support protocol was discontinued at approximately 7:35am. The patient was in cardiac arrest when he was presented to the emergency room. The patient expired. Technical services reviewed the log file that captured an odd string of disconnected from and reconnects battery power. This occurred back and forth between the white and black controller leads. There do not appear to be any alarms associated with these events. Following this there were two no external power events due to simultaneous power lead disconnects before the driveline was disconnected at 5:09 am.